Event description:
It was reported that the pt underwent ulnar non-union correction as part of an ulnar deformity/distraction osteogenesis procedure following prior ulnar distraction lengthening with non-union. The treatment of the 5 cm defect involved use of 18 hole synthes dcp, iliac crest autograft and rhbmp-2/acs. The pt wore an external fixation brace following the procedure, and reportedly developed swelling and blister formation along the length of the brace post-op during the first post-op day. The day after surgery, the surgeon noted the blister formation and localized tissue breakdown and removed the brace. The blisters were lanced to relieve the pressure. There were reportedly no signs or symptoms of infection. As of one week post-op, the pt had reportedly improved, and the extent of soft tissue swelling had decreased markedly.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor results of applicable medical studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.